Event description:
It was reported that the patient was transferred to the intensive care unit (ICU). The procedure was performed for dissection of the internal carotid artery c1 segment. The 70% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. The true lumen was accessed using a guidewire and microcatheter. Following pre-dilatation, an 8.0-21 carotid wallstent was prepared and advanced over the guidewire; however, the stent could not be advanced to the target lesion despite repeated attempts. The stent system was withdrawn. Due to the lack of a suitable replacement stent, prolonged procedure time, and limited blood flow seen on angiography, the procedure was terminated, and the patient was transferred to the intensive care unit (ICU) for observation. The patient remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).